Event description:
Per pt - one of her rechargeable batteries is not charging after she charges it using the wall plug or adapter. Will replace out this battery with a new one. No a/e experienced by patient during this malfunction. No further information known.